Manufacturer narrative:
Updated fields:b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information:e1(event site postal code -(B)(6). A getinge field service engineer (fse) confirmed issue and to resolve replaced safety disk. There was no patient involvement. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
It was reported that during routine check , the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure alarm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.